Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set broke during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot manufactured between december 19, 2018 to december 20, 2018. The device evaluation was completed. Visual inspection of the device was performed which observed a damaged section approximately 1.50 inches in length (tear/hole) at the middle area of the silicone tubing. Functional repeater pump testing was performed with sterile water which revealed a leak only from the middle damaged section of the silicone tubing. The reported condition was verified. The cause of the tear/hole could not be determined; however possible cause of damage to the silicone tubing most likely occurred from repeater pump rotor impact. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.